Event description:
It was reported that this patient with a history of urethral atrophy underwent a surgical procedure to remove the remaining pump and balloon components of their previous artificial urinary sphincter (aus) and implant a new aus system. The procedure was cancelled due to patient urethral issues. It was determined that a urethra repair needed to be completed before the aus cuff could be placed; only a new pump and balloon were implanted. No patient complications were reported.